Event description:
It was reported that while doing a restoration modular hip the bolt sheared in half between the cone conical and modular stem. Surgeon had to pull cone body off stem, used hemoset to back out and replaced with new cone body.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was reported. The event was confirmed. The locking bolt (p/n 9006-1-027) fractured at the first thread from the shank. There is evidence of damage to the threads of the locking bolt. The damage most likely occurred due to the retrieval process. Fracture occurred due to a right-handed tightening force. The material analysis report concluded that the fracture was consistent with the application of an overload in torsion. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The investigation concluded that the fracture occurred with the application of an overload in torsion. No material or manufacturing defects were observed on the fracture surfaces examined.

Event description:
It was reported that while doing a restoration modular hip the bolt sheared in half between the cone conical and modular stem. Surgeon had to pull cone body off stem, used hemoset to back out and replaced with new cone body.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.